Manufacturer narrative:
Complaint no: (B)(4). This is a report of a patient who connected to the patient line of the cassette prior to properly priming the line for therapy. This resulted in an incomplete prime and subsequently allowed air to enter the patient's abdomen. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during an unspecified phase of peritoneal dialysis therapy. The patient was connected to the device at the time of the event. It was further reported that the patient line was not properly primed prior to the patient being connected to the patient line for therapy. As a result of the incomplete prime, the patient was reported to have been hospitalized due to air entering the patient's abdomen. Proper procedures were reviewed with the caregiver. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis for future therapies. There was no patient injury or medical intervention associated with this event. No additional information is available.